Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal prolapse procedure performed on (B)(6) 2020. According to the complainant, after deploying the suture during the procedure, the carrier got stuck (unable to retract) and had to be pulled manually. The procedure was completed with another capio slim device. There were no patient complications a result of the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal prolapse procedure performed on (B)(6) 2020. After deploying the suture during the procedure, the carrier got stuck (unable to retract) and had to be pulled manually. The procedure was completed with another capio slim device. There were no patient complications a result of the event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier unable to retract. A visual examination of the returned capio slim device revealed that no visual issues were observed with the catch and carrier. The ten riveting pins were in place. A functional analysis was also performed and revealed that the carrier was actuated three times and it extended and retracted without any issue. It was also actuated (deployed) three times with the suture and the dart entered in the catch slot without any issue. Additionally, the handle operation was smooth. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information, there were no abnormalities reported during the manufacturing process. Therefore, the investigation concluded that the most probable cause for this event is no problem detected since the returned device showed no evidence of either the alleged issue or any defect which could have contributed to this event.